Event description:
During a review of the pump's event history by baxter, a colleague infusion pump was found to have experienced a failure code 810:11 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device utilizes user interface module master software version (B)(4) categorized as remediated. No additional information is available.

Manufacturer narrative:
The condition of failure code 810:11 was found and confirmed in the event history. The condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb was recalibrated. A follow-up report will be submitted if additional information becomes available. (B)(4)

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of 'failure code 810:11.'